Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an error code 1004 after being implanted for one week. Additionally, it was noted the patient received seven shocks and when attempting to deliver a shock there was a low shock lead impedance (sli) measuring 20 ohms however, the shock did not convert the rhythm. Subsequently, this device and right ventricular (rv) lead was explanted and replaced successfully. Upon explant, it was noted there was external damage to the generator. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted an arc mark on the titanium case. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. Additionally, an x-ray was performed and shown an intact plasma fuse. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an error code 1004 after being implanted for one week. Additionally, it was noted the patient received seven shocks and when attempting to deliver a shock there was a low shock lead impedance (sli) measuring 20 ohms however, the shock did not convert the rhythm. Subsequently, this device and right ventricular (rv) lead was explanted and replaced successfully. Upon explant, it was noted there was external damage to the generator. No additional adverse patient effects were reported.